Event description:
I started noticing symptoms as early as 2010. Migraines/headaches, cystic acne, memory loss, brain fog, joint pain, neck and shoulder pain, raynauds syndrome, fatigue, vertigo, shortness of breath, hair loss, chest pain, dry skin, vision loss, unexplained armpit rash, hormones unbalanced and a birth defect, which I believe came from implants. My (B)(6) son has brown stains on his top 4 teeth that multiple dentists think came from something before birth or may be just may be from breastfeeding with implants.